Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were several days that the patient did not get charged up and when a nurse checked the implantable neurostimulator (ins) with the patient programmer (pp), they saw off flashing. The patient had return of symptoms, severe shaking in their right arm, as a result. They stated this was roughly a week ago. The patient was in rehab center for their legs for a few weeks and now is in the hospital. They were walked through checking the ins status now with the implantable neurostimulator recharger (insr). They confirmed stimulation is on and the ins has been charged up 3/4 with the last quartile flashing. They are wondering how long it will take for the therapy to titrate back to where the patient was before it discharged. It was recommended to monitor their symptoms and follow-up with the healthcare provider (hcp) if it does not resolve.